Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (twice) and gentamycin (once) (intraperitoneally, dose and frequency were not reported) then oral cypro (500mg daily) for peritonitis. It was reported that oral antibiotic treatment will continue for three weeks in line with protocol. At the time of this report, the patient has recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information is available.